Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The reported complaint that the device showed an error 0128 and stopped working was confirmed. It was found that the camera head did not work. The system was exchanged and the device was tested and found to be working according to specifications. However, given the information provided we cannot discern a definitive root cause for the reported failure. No non-conformances were identified for this part (242400) - lot number (om02067) combination as per qlik query executed 12/13/2019. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Event reportedly occurred on an unknown date in 2019. It noted that on an unknown date the device was received at the service center. Initial reporter is a mitek employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(6) reports an event as follows: it was reported by the affiliate via cst that during a hysteroscopy when switching on the ovb1 camera control unit and the tck1 hd camera head it showed an error 0128 and the camera went off. It is unknown if the surgery was delayed due to the reported event or if it was completed. No additional information was provided. This report is for a tck1 hd camera head. This is report 1 of 2 for (B)(4).